Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient underwent surgical revision wherein the lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.